Manufacturer narrative:
The device referenced in this report has been received for evaluation. Evaluation is not yet complete. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using a single use retrieval basket v, during crushing of the stone the device became incarcerated (stuck). The device was safely released using the emergency procedures outlined in the device instructions for use (no surgery required). The procedure was completed with a similar device. There were no adverse effects to the patient as a result of this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 29-oct-2021. The suspect device has been returned to olympus for evaluation. The olympus service center found the operation wire and tube were cut at the base of the insertion portion. The operation wire was pulled out from the tube. The tip of the tube was deformed, bent, stretched and thinned. The tube was cut and white foreign matter was popping out. The basket was deformed. H4 - the lot was manufactured in april of 2021. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, due to the large size of the calculus, the basket possibly became incarcerated. It is presumed that the deformation of the basket and the bending and stretching of the tube were caused by the load of grasping the stone and releasing the incarcerated stone. The following information is stated in the instructions for use: "¿ before use, thoroughly review the method of use for this instrument and the mechanical lithotriptor (bml-110a-1) in accordance with the instruction manuals. Using the instrument without learning such information could cause patient injury. ¿ do not use this product for stones that may not be quarried with this product after preoperative diagnosis, intraoperative contrast and nipple incision, or nipple dilation. Also, do not use this product unless you cannot avoid gripping a large number of stones at once. The grip may not be pulled out of the body while gripping the stone. ¿ use this instrument with a hospitalization plan ready and the understanding that, if the stone is too hard to be crushed by the mechanical lithotriptor (bml-110a-1), the instrument may become irreversibly damaged and open surgery may have to take place to remove the stone. ¿ if the distal end cannot be removed from the body, refer to chapter 11, ¿treatment when the grip does not come out of the body cavity¿, and perform open surgery or possible treatments, such as crushing the stone by using the mechanical lithotriptor (bml-110a-1) in combination with the instrument. ¿ using the mechanical lithotriptor (bml-110a-1) may damage the instrument as shown in chapter 11, ¿treatment when the grip does not come out of the body cavity t¿. Use the mechanical lithotriptor (bml-110a-1) with the full understanding that the instrument could become damaged and open surgery may have to be performed. ¿ repetition of stone retrieval will deform and/or deteriorate this instrument. Deformation and/or deterioration may make it difficult to retrieve a stone or could cause the basket with stone engaged to become impacted in the body. If stone retrieval needs to be repeated in a single case, be sure to inspect the action and the appearance before each retrieval. Stop use if any abnormality (e.g., basket wire is cut or sheath is bent, etc.) Is detected during the inspection." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.